Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarms were noted. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated and the insulin pump was unable to prime: the device alarmed no delivery. The insulin pump was returned for analysis.